Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level in the 500's mg/dl range and trace amounts of ketones. Reportedly, the customer believed bg level was due to an occlusion that the pump was not detecting. Bg level was addressed by administering manual injections and consuming fluids. A system check was performed and a small amount of insulin was observed to be dripping out of the cartridge tubing. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.